Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was using a non-tandem provided wall adapter to charge the pump along with a tandem-provided charging cable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.